Event description:
Patient reported mild pain and that the bravo capsule had not detached after 5 days. The treating physician removed the capsule via cold snare. No further information was provided. This is being reported out of an abundance of caution.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).